Event description:
During prep the copilot remained in the open position when tightened. Clinical site notified mfg rep [manufacturer representative] directly about even and coordinating product return manufacturer response for hemostasis valve, phd hemostasis valve (per site reporter).